Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported device is not switching on, x mark appears. There was no reported patient involvement.